Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Cryoablation procedure performed (B)(6) 2014. Information received by medtronic indicated that a patient was diagnosed with pulmonary embolism on (B)(6) 2014. Patient reported pain in the shoulder blade. Patient hospitalized and treated with xarelto. ECG and blood tests performed and were normal for the patient. Event resolved on (B)(6) 2014 and patient discharged from hospital.